Event description:
While requesting assistance from baxter's operational support, the home patient (hp) reported pain and infection during apd therapy using the homechoice cycler. Follow-up with the health care professional (hcp) reveals hp was diagnosed with peritonitis. Hcp reports hp was treated with antibiotics and continues to use homechoice cycler. Hcp states hp is currently performing manual exchanges in addition to apd therapy with the homechoice cycler. Hcp states peritonitis not attributable to homechoice cycler; however, hcp does not know what to attribute it to.